Manufacturer narrative:
Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7086626. Product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: 7074145. Product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: 7073088.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7086626. UDI: (B)(4). Product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: 7074145. UDI: (B)(4). Product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: 7073088. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.additional information was received that the (scs) system underwent an explant procedure because patient has lost weight. The patient was doing fine post operatively. The current location of the device remains unknown.